Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. On (B)(4) 2009, a field service engineer visited the site to evaluate the instrument. He performed a barcode read-rate on the mis-read sample label and one rack of random patient samples. The instrument achieved a 100% correct read rate. He had removed a small piece of lint adhered to the warning label next to the bar code read led (light-emitting diode). It was also determined that the bar code checksum digit on the lh750 analyzer was disabled. If it had been enabled, the lh750 analyzer would not have reported a misread sample ID. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy.

Event description:
The customer reported that on (B)(6) 2009, the lh750 hematology analyzer misread the bar code label for sample (B)(6). The sample identification (ID) number matched another patient sample ID. Misidentified test results were not reported outside the laboratory. The misread was caught in the laboratory because (B)(6) was a different type specimen (fingerstick sample) than was (B)(6). There was no reported change in patient treatment as a result of this incident.